Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. Blood glucose levels were not reported. Prior to the hospitalization the customer primed the infusion set while connected and rec'd a large amount of insulin. No other info was provided.